Event description:
Patient presented to the physician with the stimulation lead protruding from the neck. Physician brought the patient into the or, removed the stimulation lead, and placed the patient on antibiotics. This resolved the issue.